Manufacturer narrative:
The device was discarded at the user facility and not available for investigation. Without the return of the device, a comprehensive investigation in unable to be performed. The list number and lot number are unknown, therefore, a device history review is unable to be performed. If additional information becomes available, a supplemental report will be submitted.

Event description:
The event involved an unspecified spike port adapter with unknown list number and unknown lot number. The spike port adapter fell out of the spike port of a 50ml bag without any manipulation and led to a chemo spill. The medication, vincristine, was compounded by placing vincristine in a 50ml bag manufactured by hospira. The nurse went to pull the medication out of the patient's bin when the spike port fell out. The chemotherapy spilled on the prep counter, the floor, and the nurse's scrubs. The chemo spill was cleaned as per facility protocol and there was no patient involvement or adverse event.